Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced five infusion sets cannula kinked events on (B)(6)2024. Event occurred within 3 or more hours after insertion. The insertion site was at arm for one event and at abdomen for all other events. Blood glucose level was 337 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient changed soft cannula infusion sets only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.